Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies noted. The insulin pump was received with full black segment display after battery insertion due to moisture damage on all electronic assemblies. We were unable to perform self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to full segment. We were unable to verify failed battery test alarms due to full segment display. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. A corrosion on motor assembly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 289 mg/dl. Device alarmed failed battery test alarm. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.